Event description:
Customer reported the panorama central station shut down, which may have affected telepack monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. Corrections included replacements of the system's hard drives.